Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 250 units of insulin., and remained static at 165 units. The customer's blood glucose level was 115 mg/dl. Review of the pump data logs by tandem technical support was performed and there were no issues observed where the insulin gauge remained static at 165 units or any depletion anomalies. Upon relaying the information to the customer, the customer acknowledged that the pump was performing as intended.